Event description:
The clinician reports the implant was inserted (B)(6) 2020 in fdi 46. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and numbness. No further patient complications were reported.